Manufacturer narrative:
Investigation was performed by our field service engineer (fse). No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were provided and reviewed. The reported technical error code for an open safety valve could be confirmed together with a technical error code for a power error. As no parts were replaced and the reported event could not be duplicated, it has not been possible to determine the root cause.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer¿s ref #: (B)(4).